Event description:
Surgeon implanted two pieces of veritas collagen matrix for abdominal wall repair. The two pieces were quilted together using 1.0 prolene sutures. The wound was left open and a wound v.a.c. Was applied to the wound dressing exudate control. On post op day 7, it was discovered that the veritas had a shredded appearance and the surgeon could see the bowel. The pt was returned to surgery for debridement and repair of the defect. Surgeon described the veritas as shredded at the suture line where he had originally quilted the two pieces together. Fascial edges were intact and had no apparent defect. He did note that in addition there were 2-3 holes in the body of the veritas between the fascia and quilt line. The defect was repaired with alloderm.

Manufacturer narrative:
Device not returned to synovis, so no evaluation or conclusion can be made. Device lot numbers not reported to MFR, therefore, MFR and expiration dates unk.